Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - part left in patient.

Manufacturer narrative:
See d4 expiration date. The agent reported "(dr said that the poly was extremely difficult to impact fully into the stem. Gender: female/age: 74)." The items were left in the patient. This event occurred near the patient. The incident did cause a 2 min delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the device was inspected prior to surgery and was found to be acceptable. Surgical devices condition can be determined while being used for its intended purpose. This incident does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. A review of the device history records (DHR) revealed, when released for use, the item(s) met design and manufacturing requirements. Complaint database review showed no previous complaints with the same description of the event. This event is attributable to the poly being extremely difficult to impact fully into the stem. This is not an event associated with a product failure, malfunction or issue.